Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image was consistent with the alleged complaint. The image had shown a broken off/detached fragment from a portion of the device that enters the patient (distal end).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument teflon pad fell off. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no fragment fell into the patient. The instrument did not collide with any other instrument or tool during the procedure. Patient demographics were requested but were unable to be provided. A CT test was performed after the surgery. No relevant patient history, including pre-existing medical conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a completely missing teflon pad. The teflon pad is missing from its original position at the distal end. The missing piece is approximately .4165" x .0895". The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure.